Event description:
Per oos, this system was removed, due to infection. This lead was replaced with a setrox s 45. There are no further adverse events reported for this pt. Also associated with this report: philos ii dr, MDR: 1028232-2008-00539. Setrox s 53, MDR: 1028232-2008-00541.